Event description:
Event description boston scientific received information that this right ventricular lead was surgically abandoned and replaced due to loss of capture as a result of high pacing thresholds.